Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment. Upon review of the patient's download data, the monitor had experienced multiple download communication faults, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The root cause of the defective sd card could not be positively identified. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient received one treatment from the lifevest. A review of the downloaded patient data flag files indicate that the patient received an unknown treatment at 5:40:37 pm on (B)(6) 2021. It was reported that the patient was conscious and at home at the time of the treatment. It was reported that the patient ripped the lifevest off after the treatment and threw the electrode belt and monitor on the ground. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device experienced download communication faults. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.